Event description:
Customer reported a complaint regarding the quantum sr 560 treatment head in 2005 (treatment head overheated after 15 mins of use at 27 joules, plastic light guide cover melted). Initially customer stated there had been no injury and the complaint investigation was completed and closed. The injury was discovered in 2006 by lumenis field svc during investigation of another complaint. Customer was contacted again in 2006 at which time customer clarified a staff member had been burned in 2005. The staff member developed a second degree burn to the back of the neck when the quantum sr 560 treatment head overheated. A scar developed during healing med intervention was applied as follows: cu3 laser gel initially, later changed to cu3 laser lotion.